Manufacturer narrative:
Investigation summary: customer complaint " no power.¿ complaint verified. Main chassis, power supply, and keypad asm are damaged. Replaced main chassis, power supply, and keypad asm. Device powered up with display with ac and dc power. Device passes self-test with no alarms. Probable cause damaged main chassis, power supply, and keypad. Visual inspection found no other damage. The device event log/alarm history was reviewed, and no relavent events were found. A review of 12 month service history was performed, and no relavent events were found.

Event description:
A complaint was received regarding a plum 360¿ infuser that experienced an electrical problem - sparks. Specific error codes associated with issue: n/a no power, electrical failure/it sparks. Is this issue related to physical damage/abuse? (Y/n/u): n. During patient use?: no. Cause anyone harm?: no. What stage?: reported by staff as no power sent to bio-med. Int#(B)(4).